Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Two days after the onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal and every four days) and fortum injection (1 gram, once daily and route was not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.